Event description:
The reporter states doing back to back blood glucose tests for rptr's mother. The readings were 103 and 161mg/dl. No symptoms were reported. A control test was not done due to unavailability of supplies. On followup, the reporter stated that first tested rptr's parent and got a reading of 103, reinserted same strip and got a reading of 99. Using a new strip, did another test of 161. Does not recall if rptr used same or different finger. Tests were done within 10 minutes of each other. Rptr cleans meter regularly. No harm was alleged.